Event description:
It was reported that after the device was used during a low anterior resection procedure, the anus was bleeding. Blood loss was approximately 600-700cc, controlled by a hemostasis machine. 400ml of blood was transfused. The pt is fine now.